Event description:
The customer reported that the patient received a 2nd degree burn at the grounding pad site during an rf ablation procedure. The pad was placed on the anterior region of the patient's right thigh. During the procedure, an alarm for an increase in pad temperature occurred. The alarm of increased pad temperature occurred 2 to 3 times during the procedure. When the procedure was completed the pad was removed from the patient, the burn was found.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.